Event description:
Unspecific arthritis [arthritis], mild swollen knee [joint swelling], knee pain [arthralgia]. Case description: spontaneous report received on 12/15/2009 from a health care provider regarding a (B)(6) pt with a history of gonarthrosis, (B)(6), who experienced unspecific arthritis, mild swollen knee and mild knee pain after starting synvisc. The pt's first synvisc administration for arthrosis in the right knee was on (B)(6) 2009, and the last synvisc administration for arthrosis in the right knee was on (B)(6) 2009. The reporter stated that the pt experienced unspecific arthritis and the adverse event was mild in severity and had an onset date of (B)(6) 2009. The pt had a mild swollen knee with pain. The pt was laterally injected with synvisc, but experienced a medial adverse event in her right knee. There were no signs of gout. The pt was treated with cortisone, nsaid gel and alvedon (unspecified). The physician used the same needle for the synvisc, depo-medrol (1 ml) and xylocain (5 ml) injections on (B)(6) 2009 and (B)(6) 2009. The pt was treated in a sterile environment in the operating room. As complication occurred after the injection of synvisc, the pt needed fluid drawn off the knee and aspiration was performed (unspecified). At the time of this report, the outcome of the pt was unk. The lot number was reported to be r08155. (B)(4). Add'l info was received on 12/16/2009 in the form of qa results. The production and qc documentation for lot # r08155, with exp date 04/2011 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the production and qc documentation for lot # r08155, with exp date 04/2011 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.